Event description:
Overdelivery reported. The pump was to be set to infuse dobutamine 250mg/250ml at 2mcg/kg/min with orders to increase the rate to 10mcg/kg/min to keep the pt's blood pressure above 85mmhg systolic. The infusion was started on 08/04/1999 at 1930. "On 08/05/1999 at 0100, it was observed that the infusion had been started at 8mcg/kg/min (33ml/h) rather than 8ml (2mcg/kg/min). The pt's blood pressure was in the low 90's systolic. The pt did not experience any light headedness or dizziness. The infusion rate was left at 33ml/h. The error was caused by programming the pump wrong." No add'l info available. The pt did not experience any adverse effects or sequelae.